Manufacturer narrative:
While on the phone with dario's representative, it was determined that according to the screenshots that the user provided, on august 20th and 21st, 2024, the user had received from his dario meter fasting bg readings of 143 mg/dl and 329 mg/dl, respectively. In addition, the user also provided a screenshot of his fasting bg readings from his dario meter on october 16th, which read 109 mg/dl and on the 17th, 2024, which read 138 mg/dl, and 97 mg/dl, one minute apart from each other. The user stated that his normal bg range is between 100 mg/dl and 110 mg/dl. The user also mentioned to dario's representative that he opened and tested with a new cartridge of strips, which he reported is giving him readings that are in range for him. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, however the user was unable to test at that time and told dario's representative that he will contact dario in order to update regarding his bg readings using the control solution and the new cartridge of strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On october 17th, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported that since august 2024, he has been receiving inconsistent and high bg readings from his dario meter.